Manufacturer narrative:
Evaluation conclusion: device has been evaluated but not repaired. The estimate was rejected and the device returned to the third party service center.

Event description:
The manufacturer received information from a third party service center alleging a ventilator failed test steps. The device was not in patient use. During the evaluation of the device at a third party service center, the device failed test steps. The device's sensor board, active exhalation control module and blower motor were replaced. The third party service center was unable to correct the issues. The ventilator was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue.